Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's injury was confirmed. The patient reported that he was having trouble keeping up with laundering his garment and that he was getting an itchy skin irritation on his back. He reported a few dry spots around the therapy electrode pads and that he was using lotion and it was helping. During a follow the patient reported that he saw his doctor who recommended cortisone cream and benadryl. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.